Event description:
This is a spontaneous report from a nurse of mycobacterium peritonitis and fatal sepsis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, during a call with baxter customer services, the following was reported by the nurse. On (B)(6) 2012, the patient was admitted to the hospital for a catheter malfunction. The patient remained hospitalized. At the time of the report, the patient was recovering. On (B)(6) 2012, during a call with baxter customer services, the following was reported by the nurse. On (B)(6) 2012, the patient died. Cause of death was sepsis. Dianeal therapy was ongoing until the time of death. It was not reported if an autopsy was performed. The death was not related to the pd solutions. On (B)(6) 2012, global pharmacovigilance contacted the nurse for further information regarding the event. On an unknown date, the patient's exit site was leaking (initially reported as catheter malfunction). On (B)(6) 2012, the patient was hospitalized for the exit site leak. On an unreported date during hospitalization, the pd catheter was removed and dianeal therapy was discontinued. On an unreported date about a week later, the patient was diagnosed with mycobacterium peritonitis. The nurse believed that the peritonitis stemmed from the leaking exit site. On an unreported date, the patient became septic from the mycobacterium peritonitis. Treatment included removal of the pd catheter and a barrage of unspecified antibiotics. On (B)(6) 2012, while hospitalized, the patient died due to sepsis from the mycobacterium peritonitis. The outcome of mycobacterium peritonitis was not reported. The outcome of sepsis from the mycobacterium peritonitis was fatal. The events were unrelated to dianeal, the homechoice machine or any baxter disposable.

Manufacturer narrative:
(B)(4). This is report 5 of 5. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A sample evaluation will not be performed. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. A review of all batch record documents was performed for potentially associated lot h12a02018 with no issues noted during the manufacturing process. There were no deviations from standard procedure.